Event description:
It was reported that about two years ago, patient experienced increased baseline spasticity and fever. During a refill procedure, the healthcare provider (hcp) expected to aspirate 4.3 ml; however when the drug was aspirated from the reservoir 5ml of a "very yellowish fluid" was obtained. Device troubleshooting was being considered including testing the medication that was aspirated. On (B)(6) 2009, it was stated that the patient had more spasms. It was reported that 7ml of the fluid was removed and 3ml was sent to manufacturer for analysis that was received on (B)(6) 2009 and the remainder was sent for testing for protein, ph, specific gravity, gram stain, glucose and blood cells. There was no patient injury. As of (B)(6) 2010, the patient was noted as fine. It was recently reported, as of the date of this report, that the only thing that was found was that the needle leaked at the hub. There was some speculation that since the needle didn't have a tight seal at the hub, maybe there was pocket fluid inadvertently being aspirated into the syringe along with the medication. The thought was that the yellow fluid wasn't really coming from the reservoir but through the crack in the needle. Drug delivered via the device was lioresal.